Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture or undersensing on the presenting electrogram from the day after implant. Additional information was received that confirms the previously reported issues with this ra lead since shortly after initial implant and also noted the ra lead exhibited increasing threshold measurements as well. The patient had been following up regularly in the clinic. Increasing chest pain symptoms prompted the physician to subsequently explant and replace the ra lead approximately four months after initial implant. No additional adverse patient effects were reported.